Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring deployment tube pulled away from the hub during loading of the heartstring device. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
The pt and device codes were coded by the MFR. The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).